Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced error code 411.2000 is confirmed due to a broken logic board, replaced it a new logic board. Damaged front case and rear case, replaced them with new front and rear cases assembly. Performed all functional tests with passing results. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board causing error code 411.2000. A review of the device history record for sn (B)(4) was performed from (B)(6) 2011 to (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported alarm - error codes / messages. No patient involvement.